Event description:
It was reported to manufacturer, that the vns patient was recently diagnosed with chronic obstructive pulmonary disorder (copd) shortly after having the vns device implanted. Additionally, the patient reported experiencing the onset of shortness of breath, which was not associated with stimulation on times. The patient reported that asthma was a pre-existing condition and that the condition has not declined since being implanted with vns. The patient has not informed his treating vns physician about the copd diagnosis, therefore the relationship of the event to the vns is unk. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.